Event description:
It was reported that the device exhibited a volumetric flow problem. There was unknown patient involvement.

Manufacturer narrative:
E1: phone: (B)(6). B3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was able to verify and duplicate the reported problem. It was determined that the expulsor was the root cause, the expulsor was too high. The expulsor was trimmed. The service history review identified no indication that the complaint was related to a service of the device within the review period.